Event description:
It was reported that while this patient was driving, they became dizzy and went to the emergency room. Device interrogation revealed two pauses in pacing. Provocative maneuvers were performed, but no noise or over-sensing were seen. Additionally, diagnostic imaging did not reveal any abnormalities. The physician elected to explant and replace both the device and the right ventricular (rv) lead to resolve the event. No additional adverse patient consequences were reported. The device is expected for analysis, but has not yet been received.